Event description:
Same case as MDR ID # 2134265-2014-01668. It was reported that catheter entrapment on guide wire occurred. After an unspecified size luge guide wire crossed the target lesion, a 2.00mm x 20mm apex balloon catheter was advanced however it got stuck on the wire. The balloon catheter and the guide wire were able to be removed as one system. The vessel was rewired and the procedure was completed using a different device. No patient complications and patient status is fine.

Manufacturer narrative:
Date of birth: 1967. Device evaluated by MFR: the complaint device was not returned for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).